Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s child reported that after the inaccurate readings occurred, the patient was transported to the emergency room (ER) and was diagnosed with a hypoglycemic reaction. No symptoms, bg finger stick, or cgm values for the time of the ER visit were provided. Treatment at the ER included IV medication and lactated ringers solution. After treatment the patient returned home and had recovered. Later with the same sensor, the cgm value was 180 mg/dl, but the bg finger stick value was 141 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.